Event description:
It was reported pt reported to md office "w/loose device". Md reports device is not lengthening. The nut that pt turns is loose and won't stay in position it is left in. If grabbed w/forceps, bolt turns free and easy w/out affecting lengthening. Pt was revised.

Manufacturer narrative:
Additional info has been requested, and if received, will be supplied on a supplemental report.